Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via a manufacturer representative that there was significant discomfort at stimulator generator pocket site. She reports multiple calls to both manufacturer representatives and her physician office over the last week due to pain. She reports that pain was unbearable and worse than her chronic pain symptoms. She also reports that implant site was warm to touch. She was evaluated by her physician on (B)(6) 2021 who saw nothing of concern at the pocket site. The incision is clean, warm, dry, and intact without any obvious signs of infection. When symptoms started, patient contacted a manufacturer representative who instructed her to turn the device off to see if her pain stopped. She reports that the device was been turned off since (B)(6) 2021 and discomfort at site has stopped. This was confirmed on diary usage history. With agreement from physician, the plan was to turn the device back on (B)(6) 2021, and reprogram her. The manufacturer representative adjusted her active electrodes and re-did all of her perception thresholds. When device was reactivated, patient denied any recurrence of pain at battery site. She was re-educated on device recharging and adjusting stimulation. Physician will be obtaining repeat x-rays. If patient experiences any further issues, the physician will discuss explant of device. Patient denies any falls, mva, or other issues. She does have a history of anxiety and acknowledged that she had a ¿break down¿ due to the pain.  Patient was reprogrammed and physician will obtain new x-rays. The issue was resolved at the time of the report. There was no surgical intervention planned or performed.